Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 due to stress urinary incontinence secondary to intrinsic sphincter and urethral prolapse and mesh was implanted into the patient¿s body. It was also reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. It was reported that patient underwent additional implantation of meshes on (B)(6) 2011. The initial mesh was explanted on (B)(6) 2011 due to stress urinary incontinence. No further information on additional devices or operative report was provided.